Event description:
My mother had a PICC line inserted in the right arm for IV therapy. At a clinic the nurse instructed me to flush my mother's PICC line with a 0.9% sodium chloride and a heparin flush mixture I was to flush my mother 2x a day her PICC line. On the first day, I flush my mother with the instruction of the nurse. After 30 mins, I flush her PICC she had a convulsion with a shivering reaction. She had a high blood of 180 over 100. She was freezing and could not talk. We gave her a high blood pressure pill to stop her from getting a stroke or worst go to hospital. We ignored it that day because we thought she got high blood from getting mad at us. But on the second day, I flush her again with the same procedure and against she got a convulsion and had a high blood pressure so I decide to read the labeled on the product it was expired already in 2009, both 0.9% sodium chloride and a heparin flush mixture was exp. Dates of use: 2009. Diagnosis or reason for use: flush a PICC line. Event abated after use stopped: yes. Event reappeared after reintroduction: #1 yes, #2 yes.